Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm, display anomaly or number "6" noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on display window, cracked battery tube threads, scratched reservoir tube window and broken reservoir tube lip. The insulin pump had moisture damage on electronic assembly and motor.

Event description:
The customer reported moisture damage to the pump. Prior to the event, the patient walked into a pool and came out because he realized that he still had the pump on. There is fluid and moisture under the lcd display. The customer was advised to discontinue use of pump and revert to back-up plan. The current blood glucose reading is 296 mg/dl. No further information was provided.